Manufacturer narrative:
The sheath was returned cut, with the proximal section separated from the distal section. The delivery system was inserted through the sheath and was also cut. Procedural imagery was provided by the site and showed; the patient had tortuosity in the vessels, valve struts were bent prior to deployment, prior to deployment the valve was misaligned off distal marker, valve struts caught on the sheath tip during non-coaxial withdrawal of the crimped valve into the esheath, further damage to the valve strut occurred during withdrawal, and the delivery system separated proximal to crimp balloon and inflation balloon bond post procedure. Visual inspection of the returned device showed the flex shaft was cut and inserted through the distal part of the esheath. The esheath housing was cut and the shaft removed along the flex shaft. The sheath shaft was cut 10¿ in length from the sheath tip. There was full circumferential delamination 3¿ in length. The marker band was present and soft tip damage was observed. The valve was crimped on the balloon with the bent valve struts. The sheath liner fully expanded. Due to the nature of the complaint dimensional and functional testing was unable to be performed. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The esheath complaint history was reviewed based on similar reported events and associated root causes/evaluation codes and no confirmed manufacturing non-conformances were identified. This review revealed that procedural factors (retrieval of burst/torn balloon) and/or patient factors (tortuosity and calcification) may have contributed to the similar events. The instructions for use (IFU), device preparation and the training manual were reviewed and no deficiencies were identified. Per the IFU it is to be noted, do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. During the manufacturing process, the device is visually inspected and tested several times. All inspections are conducted on 100% of the units, except in the case of product verification testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  A sheath distal tip liner delamination was confirmed by visual inspection of the returned device. However, no potential manufacturing non-conformances were identified. A review of manufacturing mitigations supported the sheath has proper inspections in place to detect issues related to the reported event. Based on the review of complaint history, DHR, and lot history, there is no evidence to support a manufacturing non-conformance contributed to the complaint. No IFU/labeling deficiencies were identified. The complaint description states ¿it was not possible to get the valve back into the esheath, and one strut of the frame bent¿. Per imagery review, a bent valve strut is present prior to valve deployment. The bent valve strut can catch on the sheath distal tip, especially if there is noncoaxial alignment between the valve, delivery system, and sheath during withdrawal. The severe tortuosity present in the patient¿s anatomy can also contribute to non-coaxial withdrawal. The combination of these factors can create withdrawal difficulties. This can result in excessive force to overcome the resistance, which could have then caused the valve struts to bend further on sheath tip and lead to liner delamination. As a result, it is likely that procedural factors (excessive device manipulation due to withdrawal difficulties) contributed to the complaint event. A sheath distal tip liner delamination was confirmed on the returned device, however no confirmed manufacturing non-conformances were identified during engineering evaluation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no product non-conformances or IFU/training deficiencies were identified during the evaluation, no product risk assessment, corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141

Manufacturer narrative:
The investigation is underway. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-04454.

Event description:
Preliminary visual inspection of a returned esheath revealed full circumferential delamination of the liner. As reported by an edwards lifesciences affiliate in the (B)(6), this was a 26 mm sapien 3 ultra case in the aortic position via transfemoral approach. The commander delivery system with crimped valve was inserted and valve alignment performed in an almost straight section of the aorta. During valve alignment, it was difficult to push the valve over the balloon. Afterwards, crossing the native valve went smoothly and pulling back the pusher was done without any problems. During deployment the balloon did not inflate. The balloon was damaged. When deflating the balloon, blood came back into the atrion syringe it was decided to pull back the system and the esheath, but it was not possible to get the valve back into the esheath, and one valve strut of the frame became bent during the attempts. Surgical intervention was required to remove the delivery system. The patient was stable post procedure. The devices were returned to edwards lifesciences for evaluation. Visual inspection of the returned esheath revealed full circumferential liner delamination.